Event description:
It was reported that a half day infusor was leaking; this was noted two days after filling. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured september 19, 2014 - september 24, 2014. The device was received for evaluation. Visual inspection revealed fluid in the packaging that contained the device. Further visual inspection revealed that the blue winged luer cap was untightened. Functional testing was performed by filling the device with water and manually tightening the cap. During and after filling, there was no evidence of a leak from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.